Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the infection occurred. It was noted that the patient had fever. The implantable pulse generator (ipg) system was extracted and sent for the cultures. It was noted that the vegetation occurred. No further patient complications have been reported as a result of this event.